Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia with continuous glucose readings up to 350 mg/dl confirmed by glucometer, lasting approximately 12 hours, after changing the infusion set on the abdomen and resuming insulin delivery; the user indicated they ate dinner without performing a meal announcement, and no device malfunction, bent cannula, or insertion issue was identified, with the device component relevant to the event being the user interface. Symptoms included hyperglycemia with irritability. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to missed meal announcement, and an improper or incorrect user procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.